Event description:
Approximately nine months post hvad implantation, the patient experienced a change of power source in the controller earlier than expected. The controller and batteries were electively exchanged. There was no report of patient injury.

Manufacturer narrative:
The device has been received and evaluation is still ongoing. Preliminary evaluation and testing revealed the returned battery contained a faulty cell. This finding was re-assessed per sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of receipt. This is one of four reports (3007042319-2013-00443, 00444, 00445, and 00446) submitted for devices related to the same event.

Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the controller and batteries in relation to the reported event. Thorough external visual inspection of the products revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the products met all requirements for release. The controller passed all functional testing. Functional testing revealed that battery (B)(4) contained a faulty cell pair. This is one of four reports (3007042319-2013-00443, 00444, 00445 and 00446) submitted for devices related to the same event.